Manufacturer narrative:
The customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on. Technical service had the customer move the cables over to the wall outlet and the unit got power again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported their central nurse station (cns) lost power, both displays and tower lost power and they would not turn on.